Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The illuminator was installed on the test system and failed with error 48245 on the vision side cart. There was no lamp module in the illuminator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the lamp could not be ignited with error code 48245. The site had replaced the lamp twice and power cycled the system, but the issue was not resolved. The site used a third-party illuminator to continue with the operation. The procedure was completing as planned with no reported injury.